Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart resulting in a cardiac tamponade. The lead was programmed off and was partially removed. The lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.